Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt suffered an epidural hematoma and the lead was explanted later that day on (B)(6) 2010. A new lead was implanted on (B)(6) 2010. The explanted lead has not been returned to the MFR for evaluation. Follow up on the pt found that she was moving her legs the next day and is now doing fine. No additional info is available at this time.